Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.3-18.2cm from the distal tip. Internal insulation abrasion was noted at 6.7-8.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device change out for normal eri, externalized conductors were observed by diagnostic imaging. The patient was asymptomatic. There were no anomalies detected when the electrical function of the lead was tested. The svc coil was programmed off and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted.